Event description:
It was reported that pump turned off while medication was infusing. When hospital staff attempted to turn "brain" back on, the pump sparked from the back of the pump at the electrical cord. Pump was removed from service. Reportedly, the cord appeared to have a stretched outer insulation with three wires (white, green, black) showing no evidence of copper or other metallic from the wires appearing to be exposed. Reportedly, there was no evidence of electrical burn or other disturbance to the outer insulation or protective white, green and black protective insulation. Reportedly no harm occurred to patient or staff.